Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "alaris pump started beeping because there was air in the line. Tubing removed, attempted to remove air bubbles and alaris IV tubing broke causing medication to spill on the floor." There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set broke and leaked was confirmed. Visual inspection showed that the silicone segment was completely separated from the lower fitment. No crush marks were observed on the upper or lower fitment. The expected retainer o-ring component for the lower fitment was still intact. The pumping segments were manually reassembled; following a test pump infusion the upper and lower fitment remained attached to the silicone segment as expected and the o-ring was still intact at each fitment. Pressure testing resulted in no leaks or separations. Dimensional testing was performed and the set measured within specification. The root cause of the separation is likely the set being stretched or flicked when attempting to get the air out of the line.